Event description:
A (B)(6) old male pt called zoll customer support to report that his monitor was saying "code 101". The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 101) has been confirmed. Upon investigation, the monitor was unable to fully power up and the service code 101 was displayed. The cause of the service code was data corruption on one of the monitor's memory chips. The root cause of the corrupted data could not be positively identified. After reprogramming, the monitor was fully functional. No adverse event resulted from the corrupted data. The pt received a replacement monitor.